Manufacturer narrative:
Upon review of the data provided, the target CT values generated are those indicative of samples below the level of detection (lod) of the test as noted in the IFU. The roche control values were also compared to that of the release data, the CT values generated are within range. The CT and rfi values of the internal controls (ic) were reviewed, they are robust and consistent across the runs and show the product is functioning as expected. Given the late CT values generated from the samples provided, a mixture of positive and negative results are expected to occur with samples at or below the lod of the test during replicate testing. No product problem was found during the course of the investigation of lot g11392 and g13210. Additionally, kit lot g11392 was tested and met specifications. The facility name is (B)(6). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged generating 5 discrepant results while using the cobas sars-cov-2 assay (lot g11392) and retesting on cepheid genexpert assay or with cobas sars-cov-2 test (lot g13210). No harm was alleged. The customer tested the 5 samples on (B)(6) 2020, where one sample generated target 1 (sars-cov-2) & target 2 (sarbecovirus) positive results and the other four samples generated target 2 positive results. Four of the samples alleged were retested negative on the cepheid genexpert on (B)(6) 2020, and one of the samples was retested on the same cobas 6800 where negative results for both targets were generated on (B)(6) 2020. The customer reported the negative results out of the lab. The customer performs weekly maintenance on the cobas 6800 instrument and decontaminates the biosafety hood as per their usual sop. The patient(s) was in an outpatient setting and it is not known if the patient(s) are under quarantine. It was indicated in the case that copan utm nasopharyngeal swabs were used for collection and the samples were stored at room temperature in between test in the omni secondary tube. Samples were tested within 48hrs apart. The affiliate indicated that the samples were equilibrated to room temperature and that there were no deviations from the instructions for use (IFU) of the test. The purpose of the retest was to confirm the positive result due to the lab not having seen many positive results recently. Upon review of the data provided, the target CT values generated are those indicative of samples below the level of detection (lod) of the test as noted in the IFU. The roche control values were also compared to that of the release data, the CT values generated are within range. The CT and rfi values of the internal controls (ic) were reviewed, they are robust and consistent across the runs and show the product is functioning as expected. Given the late CT values generated from the samples provided, a mixture of positive and negative results are expected to occur with samples at or below the lod of the test during replicate testing. No product problem was found during the course of the investigation of lot g11392 and g13210. Additionally, kit lot g11392 was tested and met specifications.